Event description:
During the bypass procedure the graft exhibited bleeding through out the prosthesis. No additional info was available from the user.

Manufacturer narrative:
No visual defects observed during inspection of returned sample. DHR review revealed no issues related to the reported incident.